Event description:
It was reported that during a ureteroscopy procedure, the laser console made a strange noise, and the debris shield was found to be broken. The debris shield and the laser fiber were replaced, however, the noise still remained. The device was unable to be used and the procedure was rescheduled. The patient was sedated with general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the focus lens has to be replaced. Therefore, the reported allegation was confirmed leading to the reported event. After replacing, the issue was resolved, and the unit was within specification. Most likely the malfunction found could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that during ureteroscopy procedure the laser console made strange noise, the blast shield was broken. Therefore, this blast shield and the laser fiber were replaced but noise still remained. The device was unable to use, the procedure was not completed, it was re-scheduled. Patient was under general anesthesia, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.